Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off. The unit produced a power failure message and the screen went blank. There was no patient injury or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and noted that the customer stated the unit alarmed with error code and stopped functioning. It was verified in the logs that error code 111 and 112 occurred. This is an intermittent problem which received service on (B)(6) 2020 in which coiled cable and executive processor board were replaced, reference service order (B)(4) for repair. The stm replaced the backplane board-ordered. The unit ran for several hours before the problem recurred. The backplane board was replaced again, calibrated and performed diagnostic tests and the same problem occurred. The stm then replaced the video generator board. The unit was calibrated and burned in for several days without any problems. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off. The unit produced a power failure message and the screen went blank. There was no patient injury or adverse event reported.